Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 15 plus / 2.9.1 / ios 18.4.

Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen was dark and would not turn on, and customer was unable to get pump to recognize charging connection despite using working outlets and approved charging equipment. There was no adverse impact to the customer's blood glucose level. Customer relied on multiple daily injections while pump was off, and then was able to resolve the charging issue using different tandem charging supplies so pump could be charged and insulin delivery resumed.